Event description:
It was reported that the antirotating peg is missing from the tibial augment provisional.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned trial confirmed the peg fractured. Sem analysis noted the product exhibits signs of overload fracture. The fractured peg was not returned. Also, the returned product exhibits heavy nicks and gouges indicative of use. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.